Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using two penumbra system 5max reperfusion catheters, a penumbra system 3max separator, and a penumbra system 3max reperfusion catheter. During the procedure a distal emboli occurred in the m3 segment of the mca. The event was considered mild and was possibly related to the penumbra system, the angiographic procedure, and the index stroke. No actions were taken and the distal emboli were resolved later that day.

Manufacturer narrative:
Conclusion: potential adverse events with the penumbra system include acute occlusion, death, device malfunction, emboli, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, dissection or perforation and are included in the labeling. Therefore, it was determined that the reported event was an anticipated complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00061, 00062, 00063. The hospital discarded the device.